Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. While unpacking the 2.75x20mm taxus liberte drug eluting stent (des) it was noticed that the stent struts were bent. The device was not used and the procedure was successfully completed with another of the same device with no patient complications reported.

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination found severe damage to the proximal edge of the stent. The struts on the first proximal row were bent back distally. This type of damage is consistent with the delivery system encountering some form of restriction. There were kinks present along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to handling damage.